Manufacturer narrative:
Additional information added to d8, d9, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation. The evaluation confirmed the reported error code b30 due to a faulty printed circuit board. The evaluation could not replicate the e316 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty printed circuit board. The root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a "b30" error was generated upon connecting a camera to the olympus, model clv-190, evis exera iii xenon light source, used in combination with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without delay using different equipment. There was no patient impact and no patient injury, associated with the problem, reported to olympus.